Manufacturer narrative:
Insulin pump received with a blank non-flashing white lcd display with vertical or horizontal white lines due to cracked lcd glass. Unable to perform the self test, displacement test due to blank display.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had blank display and solid white display. The blood glucose level was at unknown the time of incident. Customer was bumped the pump on a desk at hospital while at work. The insulin pump will be returned for analysis.